Event description:
Patient had a dexcom g6 transmitter located in his r lower abdomen. He presented for a preoperative electrocardiogram. The initial electrocardiogram showed extensive electronic interference. I reached out to dexcom and was initially told this should not interfere. I asked to speak with a supervisor and again was told this should not interfere with an EKG. I asked to speak to their clinical team and was told that yes, it can have interference. They advised the patient to remove the transmitter and repeat the EKG. The repeat EKG was normal and showed no interference. FDA safety report ID # (B)(4).